Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the superior vena cava defibrillation impedance was steady at approximately 55 ohms through (B)(6) 2015 and rises out of range by (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical devices: 407652 lead, implanted (B)(6) 2009; 419478 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the superior vena cava coil of the right ventricular lead had high impedance and a fracture. The coil was capped and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.